Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported a motor stall occurred. The pump showed a motor stall two days after the first refilled occurred. It was reported the pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly as well as corrosion, wear, and/or lubrication. The motor coil was also found to be shorted to the case. Destructive analysis confirmed both significant gear train corrosion and dendritic growth present on the coil contacts. The product was noted to have been implanted after its use-by date.

Manufacturer narrative:
Additional information regarding analysis - analysis identified the two tone alarm was audible and the alarm volume was wi thin specification. 25 ml of fluid was removed from the pump's drug reservoir. The catheter access port (cap) was found to be patent. Visual inspection of the pump circuit board did not identify any anomalies and the battery voltage tested within specification. Visual inspection of the peristaltic pumping mechanism (rotor) did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube. A review of the pump's memory confirmed that there were multiple motor stalls and recoveries. The pump could not be tested for dispense accuracy due to the motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.